Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of smoking, peripheral vascular disease and recent laminectomy. The patient¿s history was also notable for positive lupus anticoagulant antibodies with recurrent clotting problems. The patient was admitted to hospital with an acute right femoral and popliteal deep vein thrombosis (dvt). The filter was implanted via the right common femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well and without complications. Three days after the implant procedure, the patient was admitted to hospital for right lower extremity swelling and dvt. The patient underwent a computerized tomography (CT) scan that revealed no evidence of immediate threat to the limb. The patient was advised to continue anticoagulation therapy and the use of compression hose. Approximately six years after the filter implantation, the patient underwent a CT scan for an injury to the abdominal region. Findings included the presence of an infrarenal filter. The CT scan noted that the intact filter struts had perforated the inferior vena cava (ivc) by up to 4mm with one of the struts touching the right margin of the aorta. There was no evidence of retroperitoneal hemorrhage. The patient reported that the filter was also associated with perforation into organs; though this was not noted on the CT scan report. The patient further reported having experienced fear, anxiety, groin and lower abdominal pain and discomfort and right lower extremity swelling associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported ivc and organ perforations could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter perforation and abutting the aorta. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was reported to have a history of peripheral vascular disease, and the filter was indicated for right femoral and right popliteal vein acute deep venous thrombosis (dvt). The right groin was prepped and draped in the usual sterile manner, and a needle was used to access the right common femoral vein. A venocavagram was performed identifying the renal veins and patency of the vena cava. No thrombus was seen in the inferior vena cava (ivc). The trapease filter was deployed at the infrarenal level. The patient tolerated the procedure well. There were no immediate post procedure complications noted. Three days after the filter the index procedure, the patient was admitted to the hospital for right dvt and right leg swelling. The medical history at the time of this admission included dvt, status post ivc filter, peripheral arterial disease, peripheral vascular disease and status post l4-l5 laminectomy. Based on a computed tomography angiography (cta) scan and a doppler completed post laminectomy, no immediate limb threat was identified. The patient was advised to continue anticoagulation (coumadin) therapy and to use compression hose. The patient was discharged home two days later in stable condition. About two months and nineteen days after the filter was implanted, the patient was again hospitalized due to bleeding and hematoma from a fem-pop arterial bypass site. The patient had been at home receiving home health wound care and developed a boil or abscess, which was lanced as an outpatient. The wound culture reported staphylococcus aureus (mrsa infection). The patient was treated with vancomycin. The medical history at the time is noted for significant lower back surgery. The patient is also a smoker. Approximately five months after implantation, the patient presented with pain and swelling of the left lower extremity. The patient had developed a right lower leg medial abscess and was status post incision and drainage with surrounding cellulitis. The wound culture was again positive for staphylococcus aureus. The medical history is notable for positive lupus anticoagulant antibody with recurrent clotting problems. The patient was discharged home five days later after receiving antibiotic therapy. Approximately six years after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan indicated for an unknown injury to the abdominal region. The scan revealed an inferior vena cava filter positioned below the level of the renal veins. The intact filter struts extend up to 4mm beyond the margins of the inferior vena cava with one of the struts touching the right margin of the aorta. No retroperitoneal hemorrhage was revealed. Incidental findings included a fat containing umbilical hernia, atelectasis, colon diverticuli, degenerative disc disease and osteoarthritis. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of filter struts into organs and further experienced pain and discomfort in the groin area and lower abdomen, swelling of right leg and abscess in right leg treated for minimal blood flow, making it hard to walk and move around, in addition to fear and anxiety related to the filter. The patient became aware of these events approximately six years after the filter was implanted.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the filter to perforate the inferior vena cava (ivc) wall and abut the aorta. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, there is specific evidence that the filter is perforated and abuts the aorta. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.